Event description:
Patient presented to the physician with redness and irritation at the neck incision site. Due to signs of infection, the physician prescribed antibiotics.

Event description:
Patient presented back to the physician with purulent drainage from the neck incision site. Patient will continue their previously prescribed course of antibiotics, and the physician will re-evaluate in a week. Patient returned to the physician for a follow-up appointment, where improvement was noted. Physician extended the patient's existing course of antibiotics for another week.